Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up, post-sensed t-wave oversensing was observed. The patient received inappropriate atp therapy. The device was reprogrammed.